Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with hysterectomy due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence and bleeding. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 & (B)(6) 2012 due to mesh erosion and infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.